Event description:
It was reported that the jaw of the device became dislodged out of its track, and it was unable to fire clips on the second or third firing. The customer like device to finish the case with no pt consequence.